Event description:
It was reported that a user received a pairing failed notification while using a dexcom g7 with the ilet system, with glucose values returning while on the call, and glucose remained stable. Symptoms included no reported adverse physiological effects. Outcomes included no impact to health and no need for medical intervention. Investigation included troubleshooting and user education addressing continuous glucose monitoring connectivity. Investigation of this case revealed no malfunction of the ilet device, and the connectivity issue resolved without corrective action, consistent with transient cgm-to-ilet communication behavior rather than a device or component failure.